Event description:
Surgeon feels like the navigation was inaccurate and off trajectory from the planned screws. Surgeon states that navigated drill tip appeared to be about 1mm anterior to the planned screw on the sagittal images. As he drilled he states the navigated images project him becoming more and more anterior on sagittal images and lateral on axial images. There were multiple skive warnings shortly after drilling began. Surveillance marker was active and utilized.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. This case used pre-operative CT workflow in which fluoroscopic images of the patient at the time of surgery are matched to pre-operative patient images. The images for the l5 level collected, contained noticeable merge misalignments due to tracking inconsistency. This was likely a result of capturing images in the presence of motion of the tracking array. The software displays the merge result for the user to analyze and verify with anatomical landmark checks. In addition, the user manual provides instructions to maintain navigation integrity. There was also a high occurrence of deflection of the instruments which may have led to additional deviation from the surgical plan. There was no impact to the case as it was successfully completed with no adverse effects to the patient. There was no system malfunction, user technique issues resulted in minor image misalignment. The cause of the reported issue was traced to user technique.